Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient impact reported." (No consequences or impact to patient). Product problem(s): "blue fibers in the pak (foreign material present in device). The customer reported: I do believe the gowns in the packs are a problem. When our surg tech put hers on today, and touched the sleeve to straighten her gloves, her gloves came back with a large clump of blue fibers. No patient impact was reported. Additional information was requested.